Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead migrated down from the original placement resulting in lost coverage. The patient underwent a revision procedure wherein the lead should have been repositioned however, the physician could not get the lead back to its original position. The physician decided to replace it with MRI compatible leads and was able to place it at the same level as the original implant. The patient was getting good coverage postoperatively. The explanted paddle lead will not be returned.